Manufacturer narrative:
Updated with additional information. Internal complaint number: (B)(4).

Manufacturer narrative:
It should be noted that by design, the refill date displayed on ptc can be different from the date displayed on the programmer. This is because the refill date displayed on the programmer does not consider the ptc boluses when calculating the next refill date. What may have happened is that the physician provided the next refill date, displayed on the programmer, to the patient. Later that same day, the patient gave themselves a bolus and noticed that the refill date displayed on the ptc was different from the date provided by the physician. Additionally, the ptc typically sounds two tones when a bolus is not delivered. (B)(4).

Event description:
It was reported that the refill date on the patient therapy controller (ptc) had changed after a refill appointment, the beeping noise for bolus delivery confirmation sounded differently than expected (two distinct tones instead of one), and the lockout periods between boluses were seemingly too long. Additional information is not available to confirm the reported issues. On (B)(6) 2016, it was reported that the incidents were limited to a one day period following the refill appointment, and that the device is currently operating normally. There were no patient effects reported, and the device will not be returned.